Event description:
Sure step enhanced meter was reading inaccurately low. Patient reported that they obtained a low reading and then a really high reading. Patient could not recall the exact readings; however, proceeded to take usual set amount of 42 units of insulin in the morning. At 11:30 am patient started feeling sweaty and had blurry vision. Decided to test blood glucose level. Obtained a result of "24" mg/dl". Patient did not administer any self-treatment prior to being taken to the ER. Patient's friend took them to the ER, where blood glucose of "400 mg/dl" was abtained on the ER meter at 12:30 pm. Patient was treated with insulin and admitted for high blood glucose levels and an infected toe. Patient remained in the hospital for several days. Patient reported that 2 weeks later they obtained a "22 mg/dl" on meter and a "199 mg/dl" on friend's meter. The customer service representative discovered that the patient had been cleaning the meter incorrectly. Test strips were in good condition, however, patient did not have any control solution to perform troubleshooting. Patient reported that the meter would not power off. The customer service representative walked patient through removing and reinserting the batteries to resolve the issue. The meter would not go past the initial display, one the batteries were re-inserted. Based on the information provided, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The case is being reported as an adverse event, as the patient obtained a "24mg/dl" on meter and a "400 mg/dl' at the ER only 1 hour later. Patient's meter and test strips were replaced.